Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Other relevant device(s) are: product ID: 8253410, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that mainframe and interface was return from service end of july, but still have problem. The devices were intermittently receiving information during the procedure. There was no patient or staff impact.

Manufacturer narrative:
Analysis of the mainframe found that the reported fault was not confirmed. The device failed electrodes off test, but not related to the complaint. The interface adapter pcba was replaced to rectify electrodes off detection issue. The unit was cleaned and sanitized. Performance verification was carried out as per specifications. All tests passed. Analysis of the interface found that the reported fault was not confirmed. The unit was cleaned, sanitized and tested to specifications. All tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the issue was most likely incorrect usage of the device- they were receiving information intermittently, as if there was a connection issue. The sales rep found that they were not using the probes correctly. There was no error code.